Event description:
It was reported while transferring a patient from bed to cot when the cot allegedly lowered at the head end approximately 3 inches. An emt was able to catch the head end and kept it from lowering further. The cot was in the halfway position at the time. After the incident it was reported the cot would allegedly not lock into transport mode and had to be moved in the loading position. It was further reported the medics had difficulty in getting the cot to lock into position after unloading from the truck. There were no injuries reported by the patient or the emts.

Manufacturer narrative:
The device was evaluated by ferno's authorized field service representative. The evaluation resulted in multiple observations of lack of maintenance to the trolley/locking system on the cot. The cot was 6 yrs old at the time of incident and evaluation. A 2 yr lookback on this serial number reveal no prior related complaints and no field service reports indicating a preventative maintenance plan is in place for this device. No injuries were associated with this incident and the alleged incident could be attributed to the lack of maintenance on the cot. After investigation, we do not believe this to be an MDR event.